Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on 02/27/2018 stating that minute ventilation chop was observed on this lead on (B)(6) 2017 and this lead was in mid 400's but has a few jumps highest to 588 in (B)(6) 2017. The following physician was dr. (B)(6) at (B)(6) clinic in rochester, mn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).